Event description:
It was reported that the cadd solis pump displayed an error code, which is a high priority alarm that will interrupt the infusion process if displayed during use. There was no reported patient involvement and no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.